Event description:
The complainant reported a patient was implanted with an impella ld device for mechanical circulatory support post cardiac surgery. There was access complications and the physician had difficulty positioning the device but was placed successfully. No patient harm was reported.

Manufacturer narrative:
D4: the device information such as UDI, manuf. Date, expiry date, sn, and lot # are not available at this time. Should any new information be received, a supplemental MDR will be filed. The investigation into the reported issues is complete. The device was not returned for evaluation, but the returned data logs show the purge flow steadily decrease from 21 ml/hr to around 0 ml/hr accompanied by a high purge pressure alarm. The pp remains high for 2 minutes, then abruptly decreases to around 300 mmhg followed by a spike in pf to 30 ml/hr. The pf and pp then return to normal. The pump was returned and no kinks or abnormalities were found, the high purge pressure could not be reproduced. Thus, the root cause of the sudden brief high purge pressure was most likely due to a temporary purge line kink. This report is being filed as part of a retrospective review of historical records.